Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self, off no power and unexpected restart error alarm tests. However, it was unable to prime during prime test and alarmed motor error during basic occlusion due to faulty force sensor resistor. Motor passed the motor. Device had a scratched lcd window, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times. The customer stated that the alarm was recurring. Blood glucose value was 431 mg/dl; had not treated yet. The drive support cap is recessed. The device was not exposed to a magnetic field or dropped. The customer was able to rewind and it passed the displacement test but it failed the selftest. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.